Event description:
It was reported that the lead exhibited impedance of 280 ohms and the insulation was abraded. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that during a right ventricular lead change out the left ventricular lead was compromised and replaced.

Manufacturer narrative:
Final analysis found that the insulaiton was abraded at 80.2 cm to 83.5 cm from the connector pin. The reduntant conductor insulation was intact.